Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 511sd gasket is torn. Another instrument was used to complete the case. There was no consequence to the pt.